Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient in 2008. According to the complainant, "during the procedure, the tip came off inside the patient. The physician tried to retrieve it with no success." The procedure was completed successfully with a second trapezoid rx lithotripter compatible basket. The tip is expected to pass naturally. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The complainant stated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported tip detachment is undetermined. The lot number was not provided by the complainant; therefore, the customer's shipment history was reviewed. This identified three lots (11411383, 9754141, and 9763185) that were shipped to the customer prior to the event date. A review of the device history record for each lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for any of these lots. The february 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.